Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. There was no harm or injury to the patient.

Manufacturer narrative:
It was reported that while on the patient the cs300 intra-aortic balloon pump (iabp) had autofill failure issues. Getinge field service engineer (fse) could not duplicate the reported autofill fail errors. However, during the instrument checkout did verify that the unit would fail safety disk leak test, k valve leak test and pneumatic performance test. The average pressure would not maintain proper specification. Replaced drive assembly (d104-00-0018) to correct instrument fault. After replacing valve, verified that unit could pass all leak test and maintain proper specifications. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. There was a patient involvement but no harm reported.